Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a whitish residual foreign material was found inside the air/water tube and air/water cylinder as well as a stain inside light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "foreign material in a/w (air/water) channel and a/w cylinder" (event 1) was confirmed, however, the foreign material in the device was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested phenomenon of "foreign material in lg (light guide) lens" (event 2) was presumed to have been due to physical stress by hitting/dropping the distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded the lg-lens which led to corrosion. The event 1: the suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection; IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. The event 2: the suggested event is detectable by handling the device in accordance with the following IFU: IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.